Manufacturer narrative:
Upon receipt the lead was found cut 47cm proximal to the lead tip. Only a distal fragment was received for analysis. The proximal fragment including the connector pin was found missing. An extraction aid was found in the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular between 5cm and 3cm proximal to the lead tip abrasion marks were detected on the outer insulation and the inner insulation was found abraded through, which is assumed to be the root cause of the reported high threshold. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik was informed: it was reported that this lead was revised due to increased capture threshold.